Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Considering the manufacturing year of the device, there was a possibility that issue was due to aging, however, it was likely that the phenomena occurred due to an external force such as strong rubbing on the part in normal use including reprocessing. The instruction for use (IFU) states the following guidelines: inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The switch buttons/switch unit needed to be replaced. Switch number one had a cut and there was a leak on switch number two. In addition, the pink rubber on the probe unit had a deep cut, the distal sheath of the bending section had an excessive scratch, the insertion tube had a minor buckle, the light guide tube had a buckle, there were seven broken elements in the image, and the adhesive was peeling on the objective lens and light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the ultrasonic gastrovideoscope had a leak on button two (2). The issue was found at reprocessing. No patient involvement was reported.